Manufacturer narrative:
The reported event of insulation abrasion was confirmed. Visual inspection of the lead found internal insulation abrasion breaching the ring electrode cable lumen in between the suture sleeve tie impression and the superior vena cava shock coil and two more internal insulation abrasions in between the shock coils breaching the right ventricular and ring electrode cable lumens. Further analysis found external insulation abrasion consistent with friction to another device or feature of the heart breaching the ring electrode cable lumen in between the shock coils.

Event description:
Related manufacturer reference number: 2017865-2021-35084. It was reported prior to a device upgrade procedure that the atrial (ra) lead exhibited noise. It was also discovered through fluoroscopy that the right ventricular lead exhibited insulation delamination. The ra and rv leads were explanted and replaced. The patient was in stable condition.